Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 15mmx3.50mm wolverine cutting balloon was selected for use. During the procedure, the middle part of the balloon ruptured upon third inflation at 8 atmospheres for 20 seconds. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient injury was reported, and the patient was in good condition after the procedure.